Manufacturer narrative:
External insulation abrasion was noted at 31.6-32.5 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was damaged in this location, consistent with procedural damage. No additional anomalies were noted aside from procedural damage.

Event description:
This report is to advise of an event observed during analysis.